Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) triggered a lead safety switch due to left ventricular (lv) impedance measurements of greater than 2000 ohms. The lv impedance alert was reprogrammed. No adverse patient effects were reported. The device remains in service.